Manufacturer narrative:
Based on the review results of the desicicon tree, this event was re-evaluated and considered as no no longer reportable. No mulfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ba823su - carbon steel safety scalpel #23. According to the complaint description, during intervention, the blades retract automatically during application on the skin. Unable to realize the incision. Blades available for analysis. There were no clinical consequences for the patient. There was sometimes an extension of the operating time; for a patient in a vital emergency, this is quite serious. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4). .